Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis after being found unconscious by her brother. It was suspected that the customer may have experienced hypoglycemia, followed by hyperglycemia after treatment. It was stated that the insulin pump ran out of insulin, and the customer was found unconscious two days later. It was unknown whether or not the customer was wearing a continuous glucose monitor at the time of the event. Troubleshooting was not possible at the time of the call as the insulin pump was at the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 2032227-2014-00616.